Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of a ventral hernia on or about (B)(6) 2008, a perfix plug was implanted to repair the hernia defect. The patient underwent an additional operation to repair the defective mesh on or about (B)(6) 2009. It is alleged that the patient was injured severely and permanently. Attorney alleges that the patient has suffered and will continue to suffer from physical and chronic pain, mental anguish, psychological stress and depression. The patient has suffered pain, disability, hospitalizations and additional surgeries as a result of the hernia mesh device. The patient has undergone and will likely require in the further other forms of care and medical treatments. It is also alleged that the device was defective.